Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced incidents where the infusion set tubing disconnected from the connector. This occurred on three occasions: twice on (B)(6) 2025, and once on (B)(6) 2025. The infusion set had been in use for 48 hours at the time of the incidents. The patient's blood glucose level was recorded at 14 mmol/l. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011274, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011274 was manufactured according to the work instruction (wi) version 120 and manufactured in the line l5 on 20-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 5a02419 was manufactured according to the wi version 66 and manufactured in the machine sc02, on 19-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a00909 was manufactured according to the wi version 66 and manufactured in the machine sc03, on 13-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a03857 was manufactured according to the wi version 66 and manufactured in the machine sc02, on 21-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.